Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead . Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. It was reported that there was pain and numbness in the left leg. The change in symptoms was considered gradual. There were no trauma or falls that could be related to this issue. The numbness and pain started 5 days after the trial was taken out on (B)(6) 2016. It was in the left leg, which was the side the stimulator was on and it had gotten progressively worse since then. The patient could not bear weight on this leg. The patient was also having trouble with her left arm as well and it was also extremely painful. An appointment with the healthcare professional (hcp) was scheduled for tomorrow and the permanent implant was scheduled for (B)(6) 2016. Her family physician suspected nerve damage. It was later reported that the patient went to the emergency room (ER) and they did an MRI and x-rays. They stuck pins in her leg and she did not feel it. The ER doctor thought that there was nerve damage and referred her to see a neurologist. The diagnosis at the ER was paresthesia of the buttock and left leg. The etiology was potentially her pre-existing fibromyalgia. The trial might have triggered a reaction in her body. The patient was going to see a neurologist and the appointment was scheduled for (B)(6). The patient might not go onto the permanent implant if this was an issue with her fibromyalgia reacting to the implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called about the bladder trial external neurostimulator (ens) that they had implanted on (B)(6) 2016. Patient believed that it was taken out on (B)(6) 2016. Caller called about the issues in (B)(6) 2016 and was told it was reported to FDA. Patient reported that they had numbness and extreme pain in her right side, right leg a few days after the trial device was removed. The same side where the device was activated. They were told by 2 doctors that they had damage in her sacral nerve. It was either nicked or something. Healthcare professional (hcp) said they were sure it was most likely caused by the device, nothing else could have caused it. A month after device was taken out patient went to an orthopedic surgeon and they were sure that the sacral nerve got nicked and caused inflammation, pain and numbness. Patient had to get steroid injections in sacral nerve to ease the pain. Since injections, it had gotten better. They had to be put on neurontin and muscle relaxers. It was reviewed to follow up with the hospital since it sounds like it was procedure related. Reviewed the device itself would not cause the sacral nerve damage. Patient said the above symptoms started like on (B)(6), about 2 days after the device was removed. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.